Event description:
The distributor called and reported 1 patient with a false negative hcg, urine negative. Serum hcg 45 miu/ml. The customer, a physician, stated a patient came in due to amenorrhea or lack of menstrual period. The patient's urine sample was tested and they received a negative result. Due to the patient's insistence that she is pregnant. Due to the patient's insistence that she is pregnant, the patient was sent to the hospital laboratory for serum quantitation and the result came back as positive at 45 miu/ml. Patient's urine looked normal and no sign of bacterial infection. Patient not on any medication that is listed on the product instructions. Patient's urine sample is no longer available to send for investigation.

Manufacturer narrative:
Customer's observation was not replicated in-house with retention device. Retention devices were tested with hcg cutoff urine control, all results were positive at read time. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.